Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in right and left side where essure are placed') in an adult female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge abnormality, premature labor and candida vaginal. Previously administered products included for an unreported indication: nuvaring. Concomitant products included bupropion hydrochloride (bupropion hcl) since 2018, codeine, fluoxetine hydrochloride (prozac) from 2012 to 2015, fluoxetine since 2016, medroxyprogesterone acetate (depo-provera), ondansetron hydrochloride (zofron), paracetamol (tylenol), quetiapine fumarate and quetiapine fumarate (seroquel) from 2012 to 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)/heavy flow and clotting"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)/cramping severe on and off consistently"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with ibuprofen and surgery (to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for fatigue and not for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding). 3 coils were visible in the uterine cavity and 4 coils visible at second ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: successfully occlusion of the right and left fallopian tubes with essure tubal occlusion devices is in place.. Pregnancy test: on (B)(6) 2015: pregnancy test: negative. Batch no: c91773. Production date: 2014-08-07. Expiration date: 2017-08-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 18-oct-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in right and left side where essure are placed') in an adult female patient who had essure (batch no. C91773) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal discharge abnormality, premature labor and candida vaginal. Previously administered products included for an unreported indication: nuvaring. Concomitant products included bupropion hydrochloride (bupropion hcl) since 2018, codeine, fluoxetine hydrochloride (prozac) from 2012 to 2015, fluoxetine since 2016, medroxyprogesterone acetate (depo-provera), ondansetron hydrochloride (zofron), paracetamol (tylenol), quetiapine fumarate and quetiapine fumarate (seroquel) from 2012 to 2015. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / heavy flow and clotting"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping severe on and off consistently"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with ibuprofen and surgery (to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, heavy menstrual bleeding, vaginal haemorrhage, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for fatigue and not for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and menorrhagia (heavy menstrual bleeding). 3 coils were visible in the uterine cavity and 4 coils visible at second ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: successfully occlusion of the right and left fallopian tubes with essure tubal occlusion devices is in place. Pregnancy test - on (B)(6) 2015: pregnancy test: negative. Concerning the injuries reported in this case, the following one were described in patient¿s medical record; dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 07-oct-2021: medical record received. Case category updated to serious incident. Removal details updated. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.